Manufacturer narrative:
Additional information was received 07-apr-2026 and 17-apr-2026 indicates that this event does not meet regulatory report requirements. Therefore, this report is considered non-reportable. Update to section b5. Update to section h6 - remove codes a15 and g04092. Added code a150206.

Event description:
It was initially reported by the prestataire that there was a needle mechanism failure which presented difficulty inserting the cannula. New information received 07-apr-2026 and 17-apr-2026 confirms that a needle mechanism failure did not occur and that the patient was unsure if the cannula was properly seated in the infusion site. The patient¿s blood glucose level was 100 mg/dl.

Manufacturer narrative:
Correction to g3, date received by mfg should be (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the prestataire that there was a needle mechanism failure which presented difficulty inserting the cannula. The patient¿s blood glucose levels measured 100 mg/dl. No further information was reported.